Event description:
It was reported that during the right renal stenting procedure, the stent became dislodged from the delivery catheter and was placed outside the target lesion. During advancement of the system, the blockage was found to be tighter than expected resulting in the device not crossing the lesion. The delivery catheter prolapsed out of the guide. During removal of the system, the stent became caught on the guide and was dislodged. Upon attempting to remove the stent, the physician elected to abort the case. The stent remains in the right internal iliac artery. No other pt injuries or complications were reported. The pt's status was reported as 'fine'.